Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital with symptoms of palpitations. The right atrial lead exhibited noise, an increase in lead impedance was also noted. The patient would be monitored.